Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-15310w punch, broken during a case, patient was not affected. Additional information 02/09/2022: on (B)(6) 2022 it was reported by a sales representative via sems that when the surgeon was using the ar-15310w punch on the labrum, it broke. The instrument broke in the patient but it looks to be an internal breakage of the wish bone area of the handle. Nothing was left in the patient. This was discovered during use in a large calcified hip labrum tear on (B)(6) 2022. The case was completed by using the shaver and banana blade to finish the resection.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.